Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that when the hcp was asked for product information with the external neurostimulator (ens) and lead involved with the broken trial lead, they responded "not problem" and the patient had pulled out due to poor instruction given by the manufacturer. When asked if the issue had been resolved the hcp stated "n/a".

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a trial patient. It was reported the patient had been attempting to switch stimulation last night from one side to the other and the lead broke. The patient was to follow up with their healthcare provider (hcp). No patient symptoms reported. The patient later reported the leads had come out and the hcp was aware of the situation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.